Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was stated that the pump alarmed high pressure. Per reporter, the pump was restarted, re-primed, but still kept alarming. This event occurred at the patient's home. No patient harm/adverse event reported.